Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer evaluated that it was appear massege "iabp may require maintenance " and then checked log file and found following errors no.(79/115/136/79/80/79/78/80) after check service manual this problem came from "cable monitor, coiled cord.it is unknown of patient involvement. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) had a message "iabp may require maintenance " appeared. Checked log file and found the following errors no.(79/115/136/79/80/79/78/80). The service manual was checked to determine this problem came from "cable monitor, coiled cord ."

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.